Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received broken force sensor detected alarm. Customer¿s blood glucose level was 279 mg/dl. Customer reported that the insulin pump was beeping and not working. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. (B)(4).

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that that the customer experienced high blood glucose level of 472 mg/dl. Customer reported that the insulin pump had compromised force sensor system alarm. Customer¿s blood glucose level was 279 mg/dl. Customer reported that the insulin pump was beeping and not working. The customer was assisted with the troubleshooting. Customer was advised to replace and to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.